Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. The original device history record (DHR) review is no longer applicable as device was manufactured in 2002. No previous service records were found a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed scratches on cover and paint chipped off enclosure. During functional testing using the reported issue was duplicated. The root cause of the problem was related to normal wear as device was manufactured in 2002. No action will be taken as the device will be scrapped due to age.

Event description:
It was reported that the device had a bad display. No patient injury was reported.